Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found there was intermittent interrogation with rf (radio frequency) head and the rf head failed electromagnetic field immunity test due to major internal damage (corrosion). Internal damage was likely due to liquid immersion. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.